Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate shocks from their right ventricular (rv) lead. As well, the rv lead exhibited over six thousand sensing integrity counter (sic) counts, high pacing impedance which spiked and then leveled back out, and noise. Follow up was conducted however unsuccessful. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.